Event description:
Three years ago I had the essure coils inserted into bilateral fallopian tubes. Since then I have developed severe abdominal and lower back pain, more on the right power side. Abnormal bleeding and irregular periods with large blood clots. Unknown skin rashes, irregular heart rhythm, fluid retention, dental problems, visual problems, fatigue, flu like symptoms, body aches, finger and toes going numb, urinary incontinence, severe constipation, chronic bacterial vanities, abd. Bloating, weight gain, "melasthma", memory loss, vertigo, expressive aphasia, inability to pronounce words, hoh, nausea, severe mood changes, abdominal behavior, I have lost more than half my hair, migraines, sinus and allergies enhancement. I did not had these symptoms prior to the insertion of these coils.